Event description:
The pt stated that her insulin cartridge (lot ff6h78b, exp 03/2008) had a hairline crack near the rubber black plunger which caused insulin to leak into the cartridge compartment of her infusion device. The pt stated that insulin pooled in the cartridge compartment and now the display of the infusion device is not readable. She stated that the infusion device appears to still be delivering insulin properly. The pt stated that her blood glucose was elevated to over 600 mg/dl in 2007 and her blood glucose monitor read "hi." The pt's target blood glucose value is 150 mg/dl. She stated that she felt nauseous and crummy and could "hardly move." She stated she gave herself an injection of insulin to lower her blood glucose. She stated that when her blood glucose did not lower she began to investigate her infusion device and found the insulin leak. She stated that she dried out the cartridge compartment and changed her insulin cartridge and adapter. Her blood glucose then began to lower, and she stated that it was normal two days later. The pt stated that she also had a respiratory infection which could have contributed to the elevated blood glucose. The pt did not require medical attention from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.